Manufacturer narrative:
It was reported that the syringe component is detaching from the foley catheter inflation valve. According to the reporting facility, the syringe "will not lock in place" and that "sediment buildup" has resulted in foley catheter replacements. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, further medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation. The reported problem/issue could not be confirmed and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe component is detaching from the foley catheter inflation valve.